Manufacturer narrative:
The device in question was not returned to walkmed infusion for evaluation. The device in question was returned to a walkmed infusion approved service center for product evaluation. The approved service center performed the product evaluation on the suspect device and found the device to free flow during testing. Further failure investigation by the approved service center identified the worn mechanical arm spring and a crease in the heat shrink wrap on the mechanical arm as the cause of the failure. The heat shrink wrap was applied by an approved service center during the mechanical arm upgrade process. This upgrade also caused the wear to the spring. The information contained herein is being provided to the FDA or other authorities to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of walkmed infusion that the product which is the subject of this report in any way malfunctioned, was defective, or was causally related to any death or injury. Evaluated by approved service center.

Event description:
The customer performed testing on the pump and the free flow of IV fluid was observed. A walkmed infusion approved service center performed a product evaluation on the pump and confirmed the device is free flowing.